Event description:
It was reported that the piston did not move during the load cartridge step. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. During evaluation the pump could not detect the cartridge and emitted a no cartridge detected warning. Unrelated to the event the display was found to be dim, and the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.